Event description:
It was reported that the device reached elective replacement indicator (eri) unexpectedly and the right ventricular (rv) lead exhibited high thresholds. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a firmware error message/code. The analyst noted that the egm pre-storage is stuck in an on state even though it was programmed to only be on for 1 month.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.